Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). External cause upon visual inspection of the package, it was confirmed that foreign matter was present in the package. The foreign matter was viewed under microscope and it was confirmed that an insect was in the package. The insect was in multiple pieces (exploded) in the package. Photos were provided to the site's pest control staff entomologist. He was able to identify the insect as an earwig, insect order dermaptera. It is his opinion that while earwigs are found all over the world, the particular sample exhibited characteristics such the yellow wing buds that are not likely found in (B)(6). Furthermore, the insect is not a flying insect and it would not be able to fly in to the packaging machinery. Based on the entomologist's expert opinion, it is suspected that the insect was not introduced to the package at the packaging facility. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that during set up of case (prior to a laparoscopic assisted vaginal hysterectomy procedure), a bug was found inside the individual device soft plastic peel pack. This device was saved and case completed with another device of the same product code. There were no patient consequences reported.